Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Additional information was received including a photo of product and video of issue reported. The patient did not receive medical treatment and the issue was considered resolved.

Event description:
Information was received indicating that a smiths medical cadd administration set leaked at the distal end. No patient consequences were reported. No adverse effects were reported.